Event description:
It was reported that the ventilator could not reach the set pressure value. There was no patient harm reported. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported that there were issues during ventilation of the patient. The device was immediately replaced. No part were replaced regarding addressing issues during ventilation. Device successfully passed pre-use check. The device was delivered to the user in working condition. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as low respiratory rate, expiratory minute volume low, expiratory minute volume high, vt insp. Over range, inspiratory flow over range or check tubing indicate an excessive leakage in the patient circuit. Generated alarms indicate that there was improper connection of the patient to the ventilator (disconnect situation). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leakage in the patient circuit.